Event description:
It was reported that the saline tubing of the diamondback 360 peripheral orbital atherectomy device (oad) had a puncture from the lubricant to the oad. The date of event will be estimated as (B)(6) 2025. No additional information was made available.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported break - saline line could not be determined. In this case, it is likely that the reported break is due to handling damage; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: a3b (correction), b5 (correction), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions).

Event description:
It was reported that the saline tubing of the diamondback 360 peripheral orbital atherectomy device (oad) had a puncture from the lubricant to the oad. The date of event will be estimated as 04/15/2025.